Event description:
I was prescribed the orthofix spine fusion stimulator by my surgeon. Within a week of using the device, I began to experience extreme nausea and vomiting and pian in my right quadrant. At first, I thought I may have a stomach virus; however, after the second week, I continued to get sick. I have discontinued using the device and I continue to have symptoms even after going to my doctor and using medication to deal with this.